Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench). The customer replaced charge-pak battery charger; however, this did not resolve the issue. The illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with this event.

Manufacturer narrative:
It was later confirmed by the customer that they have permanently removed this device from service and purchased a replacement unit. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). Physio-control has made multiple attempts to contact the customer regarding the status of their device but has not been successful. It is unknown if the customer will be replacing the device or returning it to physio-control for evaluation. The device has not been returned to physio-control. The cause of the reported failure could not be determined.